Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (rep) reporting that it freezes and locks up most of the time. The patient rep mentioned that they has been clearing the data, putting the handset on airplane mode and doing all the steps over and over again. Agent asked if the patient had been turning the handset off in between uses and the patient rep sated yes, it was always off until it was needed.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the caller reported the patient's personal therapy manager (ptm) device was not working. The caller stated that the device timed out and would not deliver the medication the patient needed. The caller also stated that they had cleared the cache and storage, spoken with a samsung rep, and placed the application into sleep mode; however, it still did not function. The caller stated it worked when it wanted to and at other times it did not. It worked for a couple of weeks before stopping. The caller stated that out of 10 boluses per day, the patient was lucky to receive 3 boluses. The device went to 0 and remains there without delivering any medication. The caller confirmed that bluetooth and location were enabled. The agent had the caller close all applications, launch myptm, turn on the communicator, place it over the pump, and attempt to connect. The caller confirmed they were able to connect to the pump and observed a lockout timer with 18 minutes remaini ng. The caller added that about half of the time, they were unable to reach the bolus screen. The agent had the caller close all applications again, launch myptm and attempt to connect. The caller noted that it got stuck at 90%. The agent had caller close all appl ications, clear the data, close all applications again, relaunch myptm and attempt to reconnect. After receiving "no pump response" message, the caller confirmed they were able to connect to the pump. The caller stated that the patient had 10 minutes remaining before the next bolus was available. The agent reviewed data and advised the caller to attempt bolus delivery after the lockout period ended.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory. Product ID hh90t01. Serial# (B)(6): product type mobile platform. Product ID a820. Serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.